Manufacturer narrative:
Insulin pump received with peeling keypad overlay. Pump received with no button response due to corroded keypad traces. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump keypad was detached. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.